Manufacturer narrative:
Insulin pump passed the displacement, however failed in backlight verify during self test due to el panel defect noted.

Event description:
The customer reported via phone call that they was not able to saw screen. The customer's blood glucose was unknown. The troubleshooting was not mentioned. The product will be returned for analysis.